Event description:
Engineering initiated an investigation based on observances of a device processor control error condition. An occurrence could inhibit device patient ECG monitoring and administration of device pacing and defibrillator therapies.